Event description:
It was reported that during an inservice demonstration on (B)(6) 2010 the plastic tip broke off the back of the motor drive unit. The motor would not run as well. There was no case or patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.